Manufacturer narrative:
Film evaluation results are: review of CT¿s 3 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The infrarenal neck and aortic body were essentially straight. The suprarenal aortic flow lumen diameter was 25mm. The bifurcate proximal od measured ~35mm. The bifurcate ipsi limb was positioned down into the distal right common iliac artery. The contra limb was placed into the distal portion of the aneurysmal left common iliac artery. The max aaa/lcia aneurysm diameter measured 4.5cm. Beginning within the bifurcate aortic body, stent graft thrombus (~2cm diameter lumen) was seen distally to the level of the flow divider. Below the flow divider the left/contra limb was 100% occluded. The ipsi limb was patent. Distal flow into the left leg resumed beginning at the left femoral artery. The minimum contra/left limb ID measured ~7mm within the lcia, and the distal end of the left limb measured ~15mm in diameter. The limb did not appear excessively kinked or compressed; however, distal to the stent graft the left external iliac was severely tortuous (360deg loop). The exact cause of the occluded left limb could not be determined from the films provided. No significant stent graft kinks were observed it is likely that the limb occlusion also resulted in the thrombus seen within the bifurcate. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is possible that the occlusion was anatomy related caused by the severely tortuous left external iliac artery. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a greater than 50 mm diameter abdominal aortic aneurysm. It was reported that follow-up CT scan done approximately three months after the index procedure showed occlusion in the left limb stent graft with disruption of flow. There was no intervention planned. Per the physician, the cause of the occlusion was due to patient anatomy; the tortuous left common iliac artery caused narrowing of the left limb stent graft which led to the occlusion. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.